Manufacturer narrative:
(B)(4). The device remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device was emitting tones. Evaluation revealed a fault code (fc) 1003. No adverse patient effects were reported.